Event description:
Additional information stated that patient had a hemorrhagic stroke. Changes to the patient condition or coagulation status that may have contributed were unknown. A CT scan was completed. The results found were that there was a large right frontal intraparenchymal hemorrhage measuring approximately 5.4cm ap x 4.1cm tv x 5.7cm cc (anterior-posterior x transverse x craniocaudal). This large hemorrhage demonstrated hematocrit level suggestive of ongoing hemorrhage. There was a regional cerebral edema with sulcal effacement and approximately 1.0 cm leftward midline shift and subfalcine herniation. The right lateral ventricle was almost entirely effaced and there is focal high density material in the body of the right lateral ventricle adjacent to the septum pellucidum which could reflect an intraventricular component of hemorrhage. Left ventricle was mildly distended. Partial effacement of the basal cisterns when compared with the prior study. No large territorial infarct. There was sulcal effacement near the vertex which may reflect some degree of generalized cerebral edema. Visualized paranasal sinuses and mastoid air cells were essentially clear. No evidence of skull fracture. The extra calvarial soft tissues were grossly unremarkable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient expired due to stroke. It was reported by the vad coordinator that the patient's outcome was not device related and that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation.